Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "during the tha, the surgeon noticed that the cup was lacking a pmma peg."